Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3 389s-40, lot# va0szg2, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0szg2, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported the settings on the implantable neurostimulator (ins) were low because it felt like stimulation was doing something to the patient's heart. The patient had intermittent stimulation and a loss of therapy. When the patient increased the settings they felt like they were having an episode like a "heart attack." The patient's family had called the paramedics and they said the patient was fine. The ins settings were decreased at that time. The patient met with their health care provider (hcp) and they reassured the patient that the deep brain stimulation (dbs) therapy and episodes were not related and dbs would not affect their heart. The hcp had reset the patient's settings and the patient had the feeling of a heart attack against stimulation was turned down. The patient was not having any affect for therapy because the settings were turned down very low. The patient was apprehensive to increase the settings because it would give them the feeling again. The patient's indication for use is parkinsonian tremor and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a health care provider (hcp) reported. The patient was evaluated in the emergency department and a heart attack was ruled out. The patient's deep brain stimulation (dbs) was turned back on and their parkinson&#38112;disease symptoms were reduced.